Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide answers to the following questions in relation to this product complaint. Was the needle removed from the patient? Was there any patient consequence or injury? Was the procedure completed successfully? Procedure name and date? Event date? Lot number? Please note we are yet to receive the tracking details for (B)(4). Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? (If yes, please confirm the date shipped and the courier tracking number) if the hospital has not or will not release the product until a future date please confirm this and what the future date is. If the product is no longer available please advise. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.